Event description:
Clot formation at the neck of the aneurysm after the last coil placement. Resolved with medication. Coils used: model number & product name. X-6-12-t10-tc nexus tetris 3-d csr. X-5-15-t10-md nexus multi diameter csr. X-4-10-t10-hss nexus helix supersoft csr. X-3-8-t10-hss nexus helix supersoft csr. X-2-6-t10-hss nexus helix supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Foreign registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in foreign countries, enrollment started in march 2006; enrollment closed in september - october 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.